Manufacturer narrative:
Di not available as product manufactured before 9/24/2014. Failure event observed during analysis. Final analysis found external insulation abrasions at 76.5 cm - 77.1 cm and 79.0 cm - 79.6 cm from the distal tip breaching the outer insulation, consistent with lead friction to another device or feature of the heart. Lead-to-can external insulation abrasion was noted at 84.1 cm ¿ 84.6 from the distal tip breaching the outer insulation and exposing the outer coil.

Event description:
This report is to advise of an event observed during analysis.